Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber tip burnt out, did not break off" @ 8 minutes and 02 seconds and 37,493joules of use. The procedure was completed using a second fiber. Patient outcome: "okay, no harm to patient".

Manufacturer narrative:
Product evaluation: failure analysis for (B)(4): the fiber/glass cap is fractured distal to glue zone at the beveled edge location; the fiber/glass cap distal part is detached and not returned; the beveled edge is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.